Manufacturer narrative:
The device has not been returned for analysis; therefore the complaint could not be determined. If the device is returned a supplemental report will be filed. Same event as reported in MDR MFR: 2029214-2016-00268.

Event description:
Medtronic received information that during an embolization procedure for a cerebral arteriovenous malformation (cavm) in the anterior cerebral artery (aca), the marathon microcatheter burst approximately 10cm from the distal tip while injecting onyx. It was reported that onyx leaked proximal to the target area, however the exact anatomical location was not provided. The device was replaced with another but the replaced device could not be delivered to the target area, due to the tortuous vasculature. For that reason, the procedure was discontinued. Re-operation is being planned. No adverse issue has been reported due to this event. The vessel was severely tortuous and small in diameter. There was no kink or damage noted on the catheter prior to use. The physician felt friction during injection of the onyx, and the injection was continuous. The injection rate was followed per the IFU and thumb pressure was used. The dead space was filled with dmso prior to onyx. There was no onyx reflux, as the rupture occurred prior to onyx leaving the catheter tip.

Manufacturer narrative:
The marathon catheter was returned for analysis with a 1ml syringe attached to the hub. The catheter was found to be ruptured at 6.5 cm from the distal end and found to be occluded with onyx. Onyx residue was found inside the syringe, catheter hub and tip. Based on the device analysis the clinical observation was confirmed. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. In this event, user error may contribute to the reported issue as resistance was encountered during injection. Per the marathon IFU (instructions for use): ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury.¿ ¿if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿ the lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.